Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm any of the allegations made against this device in the field as it met specification.

Event description:
--

Event description:
Boston scientific received information that this patient was presented to the hospital due to syncope. An electrogram revealed that there was pacing inhibition involving the patient¿s device and right ventricular (rv) lead which led to asystole of greater than two seconds. Surgical intervention was performed and no anomalies were observed with the rv lead however the physician suspected the inhibition might have been due to an incomplete fracture or some form of device failure. The rv lead was surgically abandoned and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.